Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated on the same system and higher results within the normal range were obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was sample integrity. The quiklyte(r) integrated multisensor instructions for use states: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required.